Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male patient implanted with an impella cp for mechanical circulatory support due to an onset of acute myocardial infarction (ami). It was reported that the oscor was not able to be removed due to compromised sterility, subsequently, the repo sheath suture wings were cut off. Distal pulses were ok and the impella was successfully explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.